Event description:
I recently learned that mastisol liquid adhesive is misbranded as being sterile when, in fact, the solution is not sterile. Instead, only the external packaging is sterile. This is a concern because I use this near and around an open IV catheter insertion site. Their literature does not make this distinction, which is misleading, and many of their partner distributors represent the solution as sterile. A simple google search of "mastisol sterile" identifies multiple distributor sites that directly represent the solution as sterile. In addition, the company represents the product as non-irritating despite publications and maude reports indicating otherwise, and the company claims that this class I device reduces clabsi.